Event description:
It was reported that this patient with the cardiac resynchronization therapy defibrillator (crt-d) battery is depleting faster than expected. Technical services was consulted and offered programming options. The health care professional (hcp) stated the patient currently has a left ventricular assist device (lvad) implanted. In addition, upon device interrogation it was found the left ventricular (lv) lead was turned off due to high threshold measurements. Also noted while reviewing stored events within the device; an episode of ventricular tachycardia (vt) occurred where the right ventricular (rv) lead was found to be undersensing r-waves . Noise was present on both the rv and lv leads. This noise was found to be a result of electromagnetic interference (emi) from the lvad machine. Subsequently, the device was reprogrammed and with a plan to perform a defibrillation threshold (dft) test at a later date. The crt-d system remains in service at this time. No adverse patient effects were reported.